Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. An evaluation is in process.

Event description:
The customer observed multiple (B)(6) while using architect anti-hbc ii. The following data was provided. (B)(6). No impact to patient or donor management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect anti-hbc ii reagents to the architect (B)(4) analyzer. MDR number 1628664-2018-02000 has been submitted and all further information will be documented under that MDR number.